Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that one of the roller pumps of the sorin s3 console displayed an error message and stopped working during priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that one of the roller pumps of the sorin s3 console displayed an error message and stopped working during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and replaced the complete front panel of the device. Subsequent testing found no further issues and the device was returned to service. The front panel was returned to sorin group USA for further investigation. The issue was reproduced during testing on an s3 roller pump. During the evaluation, the speed knob on the front panel was very easy to turn initially and then suddenly became very difficult to turn. The knob was found to be faulty. A review of the DHR did not identify any deviations or nonconformities relevant to the reported issue. Evaluated by sorin group USA, inc.